Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (service code 204/unable to communicate) has been confirmed. As received, the belt failed incoming functionality testing. Upon investigation, there was an open orange (+5v) wire in the trunk cable. The cause of the inability to communicate is the open wire. The root cause of the open wire is excessive force. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor returned electrode belt sn (B)(4) and reported that a patient was experiencing a service code 204 (belt unusable) and that the belt was unable to communicate with a monitor.